Event description:
A n595 pulse oximeter being used with a maxfast sensor to monitor a patient reported a sp02 value 00%, when the sa02 was said to be 87%. The patient was started on supplemental oxygen after the differences in readings were noted. There was no patient harm, and the patient has subsequently been discharged.